Manufacturer narrative:
Laboratory evaluation confirmed the field service representative (fsr) findings at the customer site. The power cord had an open circuit which was determined to be caused by the movement of the unit while still plugged in, bonding the prongs on the plug and damaging the power cord. Data log analysis confirmed the event and showed the system was switching intermittently between alternating current (a/c) and battery power. The product surveillance technician (pst) observed no cuts, breaks or other damage observed along the length of the cord. The prongs of the molded plug appear to have been bent, consistent with the look of a plug that had been pulled from its outlet at an angle. Using a digital voltage meter, the pst set to measure continuity, the neutral (blue) wire was found to be open from the prong to the opposite end of the cord that attaches to the system-1 base. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusion system went on battery power while plugged in. The device was not changed out, as they continued to use the system. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Per the clinical summary on (B)(6) 2015: clinical services spoke with the field service rep (fsr) regarding this complaint. During cpb, the perfusionist (ccp) moved the system-1 and the power cord started to be removed from the alternating current (a/c) power outlet in the ceiling mount. The ccp noticed the system switched to battery power. The ccp attempted to re-connect the plug to a/c and they heard a "crackling sound". System-1 remained on battery power and the system indicated 134 minutes of battery power remaining, as they were within a projected remaining cpb time of 60 minutes, they elected to complete cpb on battery power. The case was completed successfully, without issue, on battery and without delay. There was no associated blood loss and there was no harm observed. Eval is in process, but not yet concluded. This complaint is related to MDR #1828100-2015-00457. The fsr tested the alternating current (a/c) power cord and found an open connection in the a/c line. The fsr replaced the power cord with a crimp ring and tested the a/c power operation satisfactory. The system is now running on a/c power and batteries are charging. The fsr downloaded the system and power manager logs and sent them to the MFR for further eval. The unit operated to MFR specs and was returned to clinical use. The suspect part was returned to the MFR for further eval.